Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer was contacted by the clinician who did not believe the creatinine results. The laboratory repeated testing on samples with values between 100 and 150. Of the data provided for 25 male and female patients, the results for 18 were discrepant. The unit of measure was not provided. The samples were tested on either analytical p module analyzer serial number (B)(4) or serial number (B)(4). Clarification was requested, but was not provided. Patient sample 1 original result was 137, repeat result was 90. Patient sample 2 original result was 230, repeat result was 170. Patient sample 3 original result was 165, repeat result was 119. Patient sample 4 original result was 110, repeat result was 60. Patient sample 5 original result was 165, repeat result was 116. Patient sample 6 original result was 191, repeat result was 110. Patient sample 7 original result was 132, repeat result was 80. Patient sample 8 original result was 194, repeat result was 111. Patient sample 9 original result was 154, repeat result was 75. Patient sample 10 original result was 150, repeat result was 66. Patient sample 11 original result was 150, repeat result was 70. Patient sample 12 original result was 108, repeat result was 26. Patient sample 13 original result was 163, repeat result was 86. Patient sample 14 original result was 129, repeat result was 80. Patient sample 15 original result was 151, repeat result was 76. Patient sample 16 original result was 132, repeat result was 57. Patient sample 17 original result was 123, repeat result was 68. Patient sample 18 original result was 210, repeat result was 130. Information concerning which result was reported outside the laboratory and if any patients were adversely affected was requested, but was not provided. The creatinine r1 reagent lot number was 1687257. The creatinine r2 reagent lot number was 684128. The expiration dates were requested, but not provided. The field service representative changed the gear pump head as they found there was too low pressure. He also changed the r1 and r2 probes and adjusted the r2 rinse station. Controls were tested and looked good. Follow up with the customer confirmed the customer had not had further issues.

Manufacturer narrative:
Additional information was received confirming the serial number of the device was (B)(4).